Event description:
The customer's blood glucose was unknown. It was reported that the customer experienced a keypad anomaly on the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with a minor scratched lcd window, a scratched reservoir tube window and a broken belt clip slot.